Event description:
The patient stated that the needle button popped out on the v-go. Patient mentioned that there was no clothing interference and no excessive movements or exercise related to the event.